Event description:
During testing of the ventilator after completion of preventive maintenance, the manufacturer's service technician reported the nurse call test failed out of specification. The ventilator was not in use on a pt, therefore, there was no patient involvement or harm. The service technician replaced the main printed circuit board (pcb) to correct the problem. Performance verification testing was completed and all tests passed per operating specs.